Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have sharp edges that they filed down but they still cut their gums and caused pockets of puss to form. They had to seek treatment to have these pockets drained.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.